Event description:
It was reported that 1 bd nexiva¿ closed IV dual port catheter system had safety mechanism issues. The following information was provided by the initial reporter : the customer reported that the needle was not retracted.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd nexiva¿ closed IV dual port catheter system had safety mechanism issues. The following information was provided by the initial reporter : the customer reported that the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 12/21/2021 . H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Visual inspection of the returned sample found the device was fully retracted but had not decoupled. The reported defect was confirmed. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. A device history record review could not be performed as the lot number is unknown.